Manufacturer narrative:
The device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The intracranial pressure monitoring catheter would no function. No reading was obtained from the catheter. It is unknown at this time if a replacement catheter was required. Additional information has been requested from the distributor on (B)(6) 2004. Additional information was received on (B)(6) 2004. The catheter did not zero prior to use, therefore it was not placed in the patient. No waveform was observed and no error message appeared on the monitor. The physician did not pursue the intracranial pressure monitoring of the patient since the catheter did not calibrate. A replacement catheter was not used.